Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The device was not returned.

Event description:
It was reported that the catheter would not drain. The complainant stated that after the catheter was placed, a small amount of drainage would return, and then abruptly stop. The catheter was removed and replaced without further incident. No medical intervention was required. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not drain. The complainant stated that after the catheter was placed, a small amount of drainage would return, and then abruptly stop. The catheter was removed and replaced without further incident. No medical intervention was required. No patient injury was reported.